Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. This universal surgical manipulator unit was returned for failure analysis, and the reported issue was confirmed and replicated. In logs, error 319 was found, indicating a connection error on usm link 1, confirming that the fault occurred in the field. Upon visual inspection, no issues related to the reported event were identified. The unit was then installed, where it failed the check nodes test with error 319, replicating the reported event. Through aba testing, the aca pca was isolated and verified as the source of the failure. As a result of this investigation, failure analysis has concluded that the aca pca was the root cause of the reported failure.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, a non recoverable error on the system. Site had restarted with no change. Technical support engineer (tse) had site do a hard restart of the patient side cart (psc) with no change. Logs show 319 on universal surgical manipulator (usm) 4. Site is bringing in another psc. There was no report of patient involvement or reported injury.